Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing. However, due to the device being returned unpackaged, we are unable to confirm the reported event.

Event description:
On 01/21/2022 it was reported by a sales representative via sems that an ar-6068-25tr nitinol loop was not advancing when wheel was turned. This was discovered during use in a bankart procedure on (B)(6) 2022. The case was completed by opening a new ar-6068-25tr.